Event description:
Device malfunction: vessel locator wings would not open. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, during vessel locator deployment, the vessel locator wings would not open and loss of vessel access occurred. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.